Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and the status indicator was not flashing. A device in this fault mode, if left undetected, could result in failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on 12/16/2009 and operated successfully until (B)(4) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem continued until (B)(4) 2010 when a new pad-pak was inserted but the problem persisted. The device history log also records a variety of temperatures indicating the device was being stored in a location where it was not protected from adverse environmental conditions. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single-use but the samaritan pad 300 and 300p devices are for multi-use.